Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the ECG lead was not possible, there was no data. Additional information was received from the customer and stated that there was only one patient involved. The first pair of electrodes didn¿t work, they took the second pair, it also didn¿t work and then they took a pair of original physio-control electrodes, which worked well. There was no patient injury reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer the sample was discarded. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.